Manufacturer narrative:
Technician found that the brakes were not holding when applied. All four caster brakes were worn out. Replaced all four casters to resolve this issue.

Event description:
Info received indicated that the brakes not holding when applied. No injury alleged.